Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Plastic part of the brush snapped off - oral-b [device breakage] case narrative: consumer via e-mail reported that the plastic part of their oral-b toothbrush snapped off. No injury was reported.